Manufacturer narrative:
Concomitant medical products: dtba2d4 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular fibrillation (vf) episode, the patient's right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.